Event description:
It was reported that the patient was having difficulty in charging the implantable pulse generator (ipg). The patient underwent a pocket revision procedure and was doing well postoperatively. The device remains implanted.